Manufacturer narrative:
G4: 11oct2019. B4: 14oct2019. The manufacturer's field service engineer (fse) confirmed the reported touchscreen issue. The fse tried to calibrate, used touchscreen diagnostic, and saw no touchscreen response. The fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The caller reported that the touchscreen was not working. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 25nov2019. Date of report: 26nov2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report : 03sep2019.

Event description:
The caller reported that the touchscreen was not working. There was no patient involvement.